Event description:
The recipient's hearing development progressed well in the first 6 months after implantation, however, hearing performance with the device is currently affected. Further technical checks are considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure seems likely. However to determine an exact root cause device investigation of the explanted device would be necessary. Further possible steps have not been reported from the field yet.

Event description:
The recipient's hearing development progressed well in the first 6 months after implantation, however, he does not have any hearing at the moment. Further technical checks are considered.

Event description:
The user's hearing performance with the device was affected. The user has been re-implanted with a new device.

Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure seems likely. However to determine an exact root cause device investigation of the explanted device would be necessary. The concerned device was explanted but has not been received for investigation yet.